Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that batteries failing prematurely during therapy for the cs100 intra-aortic balloon pump(iabp). There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields are b4, e1 event site telephone number, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field is e3. Fse arrived onsite and allowed the battery to charge fully. Fse performed a battery run time test, which the unit did not pass. Fse removed and replaced 2 battery, sealed lead acid,12v as required and assy, safety disk, english. Performed a system checkout and completed the repair successfully. The product passed all functional and safety tests per manufacturer specifications, and the unit was returned to the customer for use.